Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to perform various troubleshooting steps, including pressing the center of the button and plugging the pump into a power source, but these did not resolve the issue. Reportedly, customer reverted to manual injections for insulin therapy.